Event description:
Pt scheduled for caudal "esi" w/catheter. Dr introduced epidural needle into epidural space and verified placement w/isovue. Dr inserted catheter to lumbar 5 level. Catheter curled to the left. Dr attempted to straighten catheter by pulling out. The catheter would not come out when it was pulled back in. Dr realized catheter was broken.